Manufacturer narrative:
Continued h6 (health effect - impact code 4): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The device photos have been provided, visual analysis was performed using photographs of the device. Red particles were observed on the surface of the shell. Reported event could not be confirmed through photographic analysis. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and diagnosis details have been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reporting capsular contracture baker grade iii diagnosed by mammography. This relates to the left device. Device has been explanted and replaced with a non-allergan device.